Event description:
Upon starting the procedure the linvatec machine started pumping and racing the 3000cc normal saline thru within minutes. Staff immediately stopped the machine and took the tubing off and did the rest of the case by gravity flow.